Event description:
Patient reported that back to back tests performed on patient's surestep meter were 152, 199 and 215 mg/dl (33% difference). No symptoms were reported. On follow-up, patient verified results and stated that control test result was in range. Lfs rep reviewed meter cleaning and importance of control solution tests with pt. There was no allegation of harm.